Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm mobile application shut off unexpectedly occurred. It was determined that the unexpected cgm mobile application shut off was related to the mobile application. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.